Event description:
It was reported that a plate and screws backed out of a patient's distal femur. The patient had a total knee replacement on an unknown date. The patient then sustained a fracture above that prosthetic site which was repaired with a variable angle (va) locking compression curved condylar plate on (B)(6) 2014. The patient experienced pain and the plate and screws were subsequently discovered to have back-out. The patient underwent revision/explant surgery on (B)(6) 2015. During this procedure the plate and eight unknown 5.0mm va cannulated locking screws were removed and an antibiotic spacer was implanted to treat a possible infection. The culture results are pending. There was no surgical delay and the procedure was successfully completed. This report is for the eight unknown 5.0mm va cannulated locking screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for the eight unknown 5.0mm va cannulated locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.